Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the barb wire fitting on the sieve beds was defective. Additional malfunctions include the tie wraps for the sieve beds were replaced.